Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device, identified one curved opening, void >1 mm in non-textured, flat creases and white particles in device inner surface. A microscopic analysis and leak test were performed. Which identified one curved opening striated. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side anterior, assessed as surgical damage.

Event description:
Patient reported, deflation. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This record is for the left side.